Event description:
It was reported that this system displayed high shock impedances measurements. A request for technical services (ts) review was needed. Ts reviewed the device data and noted that the average shock impedance was trending around 100 to 105 ohms with no clear indication the trend was increasing at present. Ts noted given that the values had been greater then 125 ohms it may be helpful for an alert management but adjusting the cutoff from 125 to 150 oms as the new alert would prompt review of the trend to confirm if the average shock impedance trend was rising. Ts noted to perform normal follow up at this point. No adverse patient effects were reported. The system remains implanted.

Event description:
It was reported that this system displayed high shock impedances measurements. A request for technical services (ts) review was needed. Ts reviewed the device data and noted that the average shock impedance was trending around 100 to 105 ohms with no clear indication the trend was increasing at present. Ts noted given that the values had been greater then 125 ohms it may be helpful for an alert management but adjusting the cutoff from 125 to 150 oms as the new alert would prompt review of the trend to confirm if the average shock impedance trend was rising. Ts noted to perform normal follow up at this point. No adverse patient effects were reported. The system remains implanted.